Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and the pump speaker was not audible. There was no reported impact to customer's blood glucose. Although requested, customer declined to provide further information and declined to troubleshoot.